Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer solenoid and retractor band had burn marks due to component failure. Drawer board, retractor band and solenoid were replaced to resolve, no other thermal damage observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not being detected by the software application and there was a smell being produced by the unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed fh cubie drawer was not being detected on bus and there was a smell being produced by the unit. A field service engineer evaluated the device and determined that the drawer solenoid and retractor band had burn marks due to component failure. Drawer board, retractor band and solenoid were replaced to resolve the issue, no other thermal damage observed. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer was not being detected by the software application and there was a smell being produced by the unit. There were no adverse events or injuries reported based on this event.